Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the drawers failed to detect on the communication bus. A field service engineer powered on the station and launched the application, but all drawers remained offline. The communication led lights were missing. The rear panel of the station was removed, and all connections and cables were checked. Everything appeared normal, with no visible damage. The station was powered down, the communication sled was replaced, and the station was powered back on. All drawers then came back online. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es, all drawers were failed and not was detected on communication bus. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.